Manufacturer narrative:
A review of the manufacturing records indicated that the product met specifications upon release.

Manufacturer narrative:
Further investigation found that the error message "check thermistor connection" was shown on vigilance ii monitor intermittently. It was confirmed through investigation that the soldering process was not performed correctly during the manufacturing process. A personnel acknowledgment was provided to the manufacturing personnel.

Manufacturer narrative:
One 774f75 with a monoject limited volume syringe and a non-edwards contamination shield were returned for examination. The reported event of intermittent was confirmed. The thermistor circuit was found to have an intermittent condition when connected to a lab vigilance ii monitor. There was no visible abnormality on the thermistor connector. A cut down was performed on the thermistor connector. The solder was missing on the rc pin. The thermistor circuit was found to have an intermittent condition between the resistor to the rc pin. The thermal filament circuit was found to be continuous. There were no open or intermittent conditions. The eeprom data was found to be normal, both the stored data and the computed data matched. Resistance value of thermal filament circuit was measured and found to be within specification. A cut down was performed on thermal filament connector and there was no visible abnormality. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. All through lumens were patent without any leakage or occlusion. No visible damage was observed from the catheter body or returned syringe. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications are well described in the literature. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Pressure tubing that is used with swan ganz catheters can also be a contributing factor to inaccurate values. In regards to the pressure tubing used with swan ganz catheters, it should be noted that poor dynamic response can be caused by air bubbles, clotting, excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. Pressure readings should correlate with the patients clinical manifestations. It should be noted that in this case there were no patient complications. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Correction- the model number is 774f75.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation results when received. Lot number was not provided, therefore review of the manufacturing records could not be completed.

Event description:
It was reported that the catheter was giving intermittent high temps (49c) which resulted in the inability to get accurate co readings. The catheter was replaced at the end of the procedure with no further problems. No patient complications were reported. Patient demographics were unable to be obtained